Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet pump user experienced low blood glucose, with readings of 72 mg/dl on the sensor and 67 mg/dl by fingerstick, after a usual dinner and without identified precipitating factors; the user also lacked knowledge on syncing and could not locate the ilet app, and was advised to contact an educator. Symptoms included hypoglycemia. Outcomes included recovery after oral carbohydrate intake, with blood glucose increasing to 111 mg/dl and the user feeling well and ready for sleep; no medical intervention or hospitalization occurred. Investigation included user education and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and user unfamiliarity with setup and app connectivity, while the immediate hypoglycemia resolved with standard treatment. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.